Event description:
It was reported that post an iliac stenting procedure, the stent damage was identified. A 7.0x60x75cm express ld stent was deployed in the right common iliac artery (cia). The physician was satisfied with the stent immediately following deployment. Three months post the initial stenting procedure, the patient returned for a follow-up appointment. Computerized tomography (CT) identified that approximately half of the previously deployed stent was crushed flat. Reintervention was not performed, because the stent does not have enough lumen. The stent cannot retrieve by surgical operations. The physician believes the patients sitting posture is a contributing factor to the event. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Three months post implant it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.